Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019. The customer's blood glucose was 371 mg/dl at the time of hospitalization. Customer had positive results in ketones and also had difficulties in breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer felt ok to troubleshooting high blood glucose level. Customer did not called back to performed high pressure test. Customer declined to continue insulin pump troubleshooting for possible causes of high blood glucose. Customer treated with insulin drip at the hospital. Customer also mentioned that the insulin pump alarmed battery out limit. Customer was assisted with clearing alarm. Customer was assisted with troubleshooting for battery out limit. Customer was not able to clear the battery out limit alarm and still received it. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no battery out limit alarm noted. Device was also monitored for 4 days. No unexpected battery power loss anomaly noted. Device uploaded properly using carelink. No cosmetic damage noted. (B)(4).